Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: the keypad cover was observed to be torn over the ok button and the keypad flex was exposed. Testing confirmed that the ok button was unresponsive due to a missing button contact. Contamination was observed under all of the button contacts. The threads on the battery cap and in the battery compartment were observed to be stripped. A crack was observed on the battery compartment near the pump case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the button contacts; stripped threads on the battery cap and in the battery compartment; and a crack on the battery compartment near the pump case seal. This report is made based on results of investigation completed on 11/20/2013.